Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient experienced ¿left side results when bolus¿. There were no environmental, external or patient factors that may have led or contributed to the issue. The physician did a dye study and stated myelogram was left sided. The actions and interventions taken to resolve the issue was that a catheter revision would be done. It was indicated ¿first notice of problem was when scheduled for revision¿. The revision was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Product ID 8780 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that when the event/difficulty occurred had been "several months" according to the patient. The company representative and the company representative were unaware. There was no pertinent patient medical history related to the event. In clarification of the ¿myelogram was left sided¿ the physician stated that the dye dispersed to the left side of spinal fluid. There was no device issue. The catheter was replaced today, (B)(6) 2018 and the physician placed the new catheter more midline at t10. No further complications were reported.